Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose since (B)(6) 2017 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 164 mg/dl at the time of the call. The customer used glucose tablets and juice to treat the lows. The customer experienced symptoms such as biting their tongue while sleeping. The customer was wearing the insulin pump during the incident. The customer believes the pump was over delivering, as they are using more insulin than normal. Troubleshooting was completed. Customer has lost weight and also sleeps during the day. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, operating currents, unexpected restart error test, selftest and off no power. However, motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Pump passed the delivery accuracy test. Unit received with minor scratched display window, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.